Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. Insulin pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. Unable to perform all functional test like displacement, rewind, basic occlusion, occlusion, excessive no delivery and prime test due to blank display. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that there was water damage to the device. Customer's blood glucose was 137 mg/dl. Customer fell into the pool with the device. Customer mentioned there was fluid under the lcd display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.